Event description:
The patient had a femoral fracture. Because femoral canal of the patient was narrow, the surgeon decided to use t2 nail. The surgeon reamed the canal till 10mm then inserted 9mm nail. The surgeon used the a compression screw for the gap of the fracture. During the drilling for the insertion of the locking screw, with the targeting device the drill contacted the nail. The surgeon extracted the targeting device and drilled with freehand and the operation was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.